Event description:
The lesion was pre-dilated. Device was inspected and prepped with no issues noted. No resistance was noted when delivering the stent to the lesion. Pre-dilation was carried out with a non mdt semi- compliant balloon catheter. The physician then attempted to implant one resolute integrity drug-eluting stent to a moderately calcified diffusely targeted lesion in the lad with 90% stenosis but there was difficulty maintaining 8atm inflation and the pressure was decreased. He continued applying pressure with the indeflator to keep 8atm, and was able to manage to implant the stent. When deflation was carried out, he noticed blood in the delivery balloon so that it turned out to have a hole on the delivery balloon. This time, it was able to keep the indeflator pressure and the operation was continued with the relevant device to complete the operation. There was no adverse event to the patient.

Manufacturer narrative:
(B)(4)

Event description:
Evaluation summary: the device was returned to medtronic for evaluation without the stent positioned on the balloon. The balloon folds were opened and there was red residue evident in the inflation lumen and balloon. Crimp impressions were visible along the working length of the balloon. The device failed negative prep. Device was inflated to 9atm; it then failed to maintain pressure. A leak was located on the proximal pillow. A longitudinal tear on the balloon fold was visible on the proximal balloon pillow. The tear was slightly raised at the distal section. Sem analysis was carried out on the tear on the balloon. Sem confirmed the tear on the balloon and showed longitudinal scratching leading up to tear on the balloon proximal pillow.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and moderate calcification. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and moderate calcification. Inherent risk of procedure ¿ (stent deformation). Conclusion not yet available ¿ (evaluation in progress). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.